Event description:
It was reported the bronchovideoscope image disappeared when angulated. The issue was found during set up before patient in room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d9, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation the customer allegation was confirmed, image blackout occurs when angled upward was likely due to electrical/electronic component problem. Additionally, the investigation observed the connecting tube had coating peeling (1mm2 or more), likely due to stress or degradation problem and e216 (scope communication error) occurs likely due to imaging unit failure. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.